Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The monopolar curved scissors (mcs) tip cover accessory has been returned and evaluated. Failure analysis investigation confirmed and replicated the customer reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure from 0.076¿ to 0.113¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The complaint was confirmed which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure the tip cover is already broken while installed to the monopolar curved scissors (mcs) instrument. Isi followed up with the customer and the following additional information was obtained: there was no arcing observed during the procedure. There was no injury to the patient. The instrument was inspected prior to use. The instrument was broken once the mcs opened.